Event description:
After receiving two cypher stents in the bifurcated portion of the mid to proximal lad, the pt had a myocardial infarction post procedure. The pt was asymptomatic, with no electrical or clinical manifestation. The pt only had elevation of biological markers post ptca.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report# 9616099-2007-02169. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.